Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. Philips technical support provided part number and pricing for locking and swivel casters. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a broken caster. There was no patient or user harm reported. The event date was not specified; estimate used.